Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg). However, the exact value was not provided. Reportedly, the customer declined to provide additional information regarding the event. The customer stated that the basal rate would likely be adjusted to resolve the event. At the time of report, bg was in the 400's (mg/dl).